Event description:
A customer reported to beckman coulter, inc. (Bec) that some liquid was found on top of all reagent cartridges and the cover next to cartridge chemistry (cc) sample probe of unicel dxc 880i synchron access clinical system. The customer discarded the reagents. The customer also reported that more than 10 cuvettes failed and photometer error was observed. The customer stated that no erroneous patient results were reported out of the laboratory. There was no effect to patient or user.

Manufacturer narrative:
Bec field service engineer (fse) visited the site on (B)(4) 2011, and observed leak from the reagent probe which was sluggish upon priming. The fse replaced exit waste valve (vacuum valve), and this resolved the leaking issue. The fse removed the cuvette wheel, replaced dirty cuvettes and washed all cuvettes, which was followed by a center cuvette alignment. The fse ran a few controls to test instrument and primed reagent crane 50 times. No leaking was observed, and all results were acceptable. Bec internal identifier for this complaint is (B)(4).